Manufacturer narrative:
During the quality investigation, the overheating reported was duplicated. Further investigation revealed corrosion of the motor, bearings and other component parts. The motor and bearings were replaced along with the component parts; the device was repaired, returned to the customer.

Event description:
A stryker core micro drill was received for repairs with notification that the device was heating up. The event occurred during a procedure but there were no injuries associated with the event and the procedure was completed with another drill without any procedure delays.